Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a high blood glucose over 400 mg/dl and treated with the insulin pump. Later that night, there was a call for paramedics when she had a low blood glucose of 20 mg/dl. The paramedics treated the customer with an IV but the customer refused to go to the hospital. The customer declined troubleshooting and stated she would follow up with her health care professional.